Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: patient reports leakage from three syringes when trying to administer. Patient has disposed of the syringes.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: patient reports leakage from three syringes when trying to administer. Patient has disposed of the syringes.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2008322, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2008322 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.